Event description:
It was reported that an occlusion alarm occurred. A system check was performed by tandem technical support and the occlusion was found to be within the cartridge. Reportedly, the customer had been reusing the cartridge. Tandem technical support educated the customer on insulin labeling. The customer's blood glucose (bg) level displayed as ¿high¿; although specific value was not provided. Customer administered a correction bolus via the pump to address the bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin.